Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the entire ex fix failed at the struts. Wires and pins are fine. Gonna take off next thursday.¿

Event description:
As reported: "the entire ex fix failed at the struts. Wires and pins are fine. Gonna take off next thursday.¿

Manufacturer narrative:
Please note correction to sections d9/h3 the devices were discarded. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.